Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported the listed tracheostomy was checked for leaks prior to intubation with no leaks observed. After 4 days of use, the tracheostomy tube was found leaking at the cuff. The tracheostomy tube was replaced. The reporter indicated that no adverse effects occurred to the patient in result of the event.